Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
Customer states pump was set to infuse at 20 ml rate. When the nurse flushed the patient's feeding tube to check for patency, she realized the feeding tube was clogged or kinked. Nurse believes the feedings were not being delivered for approximately 2 hours; however the pump do not alarm.

Manufacturer narrative:
Investigation: 10/28/2015. An investigation of kangaroo epump was performed for the reported condition of, ¿customer states the pump was set to infuse at a 20ml rate. When the nurse flushed the patient¿s feeding tube to check for patency, she realized the feeding tube was clogged or kinked. Nurse believes the feedings were not being delivered for approximately 2 hours; however the pump did not alarm.¿ initial testing of the unit found that the pump would not detect an clog in line, therefore this report will be considered confirmed. The unit was found to have a defective sensor causing the pump to not alarm when a clog was present. The pump was scrapped to correct the reported issue. Kangaroo epump was manufactured in 2006. A review of the device history record shows this device was released meeting all manufacturing specifications.